Manufacturer narrative:
The glidescope core 15-inch fhd monitor used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the monitor but was unable to confirm the reported issue. The tsr tested the customer's monitor with verathon's test cables, blades, video baton, and bronchoscope. The tsr tried rapidly detaching and reattaching the test devices, wiggling the connections, swapping ports with each device, and power-cycling the monitor with the test devices attached. No pixelation or image dropping was observed. Upon visual inspection, no damage was observed to connectors, printed circuit board assemblies (pcbas), or any other components. The monitor passed verathon's device functionality testing and was confirmed to be within specification. Neither the cable nor the laryngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported they attempted to use a glidescope spectrum single-use laryngoscope (unknown model) to intubate a patient. The physician intubating stated the screen on the glidescope core 15-inch fhd monitor pixelated, going black and green before shutting off completely. The screen went black and the image did not return during the procedure. The physician was unable to continue intubation with the glidescope system and had to resort to using direct view intubation technique in order to secure the airway, which caused a delay in treatment. No harm to the patient was reported. Following the reported event, the customer reported attempting multiple single-use laryngoscopes and all of them resulted in the same issue with the monitor.